Event description:
Device report from synthes (B)(4) reports an event as follows: it was reported that the screw heads from two matrixneuro screws broke off during a cranial flap fixation procedure. The surgeon was inserting the screw heads into the plate and onto the bone flap at the side table (not in the patient) when the event occurred. The broken screws were discarded, and other screws were used to complete the procedure. The surgery was reportedly delayed by only a few minutes. The patient's status following the surgery is unknown. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Patient identifying information is not available for reporting. Device broke intra-operatively and was not implanted or explanted. Device has been discarded; will not be returned for manufacturer review/investigation. (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.